Event description:
Left total knee replacement, trial articular surface removed from knee, medial aspect noted to have jagged edge. One piece of trial located, one piece remains unlocatable. Knee was reexplored by md. Missing piece still not located. As per md piece is not x-ray detectable.